Manufacturer narrative:
. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: 45735.

Event description:
The following additional information was received. Reportedly following a right eye (od) trabecular microbypass stent system procedure, the report reiterated that the patient presented postoperatively the same day of the procedure with a "vitreous strand" in the anterior chamber, which required vitreolysis and subsequently resolved five (5) weeks later following surgical intervention.

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented postoperatively with a vitreous strand and the surgeon was seeking counsel on treatment options. A medical expert consultation was offered to the surgeon, however the surgeon decided to proceed with a yag vitreolysis. Additional information has been requested.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Vitreous opacities (floaters) is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event, vitreous opacities (floaters), is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).